Manufacturer narrative:
The company representative examined the system and replaced the fluidics module to resolve the issue of low infusion flow. The system was then tested and met product specifications. The replaced fluidics module was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported uncontrolled intraocular pressure during a procedure. The surgeon removed the cannula from the eye and reinserted which helped. After a delay, the procedure was completed with no harm to the patient. Additional information has been requested.